Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility for additional information, which had been provided. The facility confirmed that as they were "unable to restart the system, they pushed the laser out of the room and switched procedures to a balloon dilatation and basket retrieval. The patient experienced a slight delay, but there was no injury." A review of the subject device history records (DHR) confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date : 05-jul-2018. A review of the system's historical service records revealed that the system was installed at the user facility on 17-sep-2018. A lumenis certified service engineer visited the site on (B)(6) 2019, two weeks after the reported event and examined the laser system. The engineer confirmed that error f216 was displayed in the system logs. Although finding the hvps to work @ 800v and balanced, a 'smell' was detected coming from the safety igbt. The igbt was replaced and the system was returned to the facility having met manufacturer's specifications. To the best of lumenis' knowledge, the subject device is currently back in use at the facility. A review of system risk files (doc (B)(4) rev ad) revealed risk #2.2.1; high voltage power supply failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A review of historical product complaints shows that the same malfunction of an intraoperative hvps failure has not led to serious injury in the past. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate procedure (stent insertion) as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a stone manipulation/lithotripsy procedure in which a lumenis pulse 120h was being utilized, error code 240 appeared on the screen. Unable to restart the system, the case was completed by a balloon dilatation and basket retrieval to successfully complete the stone removal. No report of patient injury was received, nor any report that the malfunction caused or contributed to any change in the patient's status.